Manufacturer narrative:
The insulin pump was received with cracked reservoir tube window, cracked reservoir tube lip and cracked case at display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had cracks on screen and reservoir compartment. The customer stated that something fell out of her reservoir compartment and she had to glue it back in. The customer's blood glucose was unknown. The customer was advised to discontinue use of the pump and revert to back up plan.